Event description:
Upon tracing lines, we noticed the lipid tubing was disconnected from the trifuse. When inspecting further, the port on the trifuse was broken in and located in the trifuse. New lipid tubing were primed with new lipid syringe and new trifuse was primed/changed out for patient. Manufacturer response for stopcock, i.v. Set, ICU medical (per site reporter). Waiting for their response.